Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving lioresal(2000 mcg/ml at 320 mcg/day) via an implantable infusion pump. The indication for use was intractable spasticity and multiple sclerosis. It was reported that during the past refills the actual residual volume (arv) has been greater than the expected residual volume (erv). On (B)(6) 2017 the arv was 28ml and the erv was 7.9ml. On (B)(6) 2018 the arv was 40ml and the erv was 11.9ml. A dye study was reported as being scheduled for the future to rule out a catheter issue. No patient symptoms were reported and no further complications have been reported as a result of this event.